Event description:
Ethicon securestrap® absorbable strap fixation device only fired 3 of 12 straps, and stopped functioning afterwards. Ethicon, llc was not made aware of this device until recently. Ethicon provided rga# and product return packaging for the defective device.

Event description:
Ethicon securestrap® absorbable strap fixation device only fired 3 of 12 straps, and stopped functioning afterwards. Ethicon, llc was not made aware of this device until recently. Ethicon provided rga# and product return packaging for the defective device.